Manufacturer narrative:
H4: the device was manufactured from (B)(6), 2020 - (B)(6), 2020. H10: the actual device was received for evaluation containing approximately 110 ml of fluid in the bladder. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. During and after fill, the device was being monitored until the next day and no signs of a leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unknown location; further described as having ¿liquid inside of housing¿. This was identified during filling at the hospital. There was no patient involvement. No additional information is available.